Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had her existing lead explanted. A new lead and battery were re-implanted.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a device site infection.  Pt said that she had been admitted to the hospital on (B)(6) 2024 for pain due to a possible infection in her generator pocket. She said that she had the generator explanted on (B)(6) 2024. Rep confirmed with doctor on march 1, 2024 that the battery had been explanted. The lead was left intact in hopes of re-insertion of new generator at a later date. The issue was resolved.  Patient will be seen at her physician¿s office in approximately six weeks. If checkup proves satisfactory, patient will be scheduled for a new battery. The existing lead was left completely intact. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.